Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for sterilization. Physician reported that essure insertion on the left side was without remark and on the right side entered with the essure device in a downward stretched inner orifice. The implant was controlled before (quickly) by the assistant nurse. When the device came out through the uterus channel it was seen that the distal tip was bent. The doctor had to remove the implant and open a new package. Now inserted essentially free of complications. The complaint sample was received from the physician at the local quality unit. Follow-up received on 22-sep-2016: information received from physician states that patient had hysteroscopy sterilization with essure because she did not want to use another contraceptive. According to reporter, the outer tip "the ball" (as reported) on the implant was bent when health care professional went in to the uterus cavity. According to reporter, when the device came out through the working channel it was seen that the distal tip was bent. It could not be used and had to be retract. Another package of essure was taken. In addition, physician reported that the next implant suboptimal placed when the insertion took longer time than expected (office-setting). It was also informed reduced visibility due to the time aspect and the implant was released with 8-9 coils into the cavity. No hospitalization occurred. Patient takes vitamins and omeprazole as concomitant medication and has a history of gastric bypass surgery. Follow-up received on 23-sep-2016. Essure model 305 with lot number d60142 was inserted. It was reported that patient initially had pain and had to stay 2 hours in the clinic. She received oxynorm and hot-pack. She had a little pain the day after, but now is pain-free. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed and it was seen that the distal tip / outer tip the ball on the implant was bent during insertion. This coil was removed and another one was placed. It was reported that on the left side, the essure was inserted without remark. The complaint sample was provided and is being analyzed. Device shape alteration is listed in the reference safety information for essure. In this case, while placing essure on the right side it entered in a downward stretched inner orifice. When the device came out through the uterus, the distal tip / outer tip the ball on the implant was bent. Although the tip is flexible, it may bend. Therefore, this shape alteration is assessed as related to essure insert. This case was regarded as other reportable incident, as although the device shape alteration did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event (pain) was reported. A product technical complaint analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number d60142 (production date 17-feb-2015, expiration date 28-feb-2018). Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, visual inspection was performed and it was confirmed that all the components are present. IFU steps not initiated. Micro-insert was not deployed, it is still attached to the system, release ribbon was still attached to the micro-insert half band preventing the micro-insert deployment. No damage observed in the delivery catheter. Micro-insert tip was found with a 90 bent. (Clarification note: as per manufacturing specifications, the tip of the implant is manufactured with a 10-20° bend). External fluid detected inside the device. Also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Were unable to confirm any quality defect or device malfunction at this time. Possibility of a tip being bent is an anticipated event, no event was reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-jan-2017: ptc investigation result. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed and it was seen that the distal tip / outer tip the ball on the implant was bent during insertion. This coil was removed and another one was placed. It was reported that on the left side, the essure was inserted without remark. The complaint sample was provided and is being analyzed. Device shape alteration is listed in the reference safety information for essure. In this case, while placing essure on the right side it entered in a downward stretched inner orifice. When the device came out through the uterus, the distal tip / outer tip the ball on the implant was bent. Although the tip is flexible, it may bend. Therefore, this shape alteration is assessed as related to essure insert. This case was regarded as other reportable incident, as although the device shape alteration did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event (pain) was reported. The product technical complaint analysis investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.